Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Six days after starting treatment with fortaz and vancomycin (for five days, route and frequency not reported), the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with an additional antibiotic for the peritonitis. The patient was discharged 22 days after hospital admission. The patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.